Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had urinary tract infection that was severe when went to hospital. Stated patient was in hospital and not sure it was caused by purewick catheter. Also reconfirmed that wicks were changed out 8 to 12 hours and it was properly removed. It was unknown if the device contributed to the urinary tract infection and medical intervention provided. Per additional information received from the customer contact via phone on 24 sep 2020, it was reported that the patient received intravenous and oral antibiotics during patient's stay at the hospital.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to ¿inadequate material selection-materials of construction are not biocompatible". The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the purewick catheter product ifus were found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had urinary tract infection that was severe when went to hospital. Stated patient was in hospital and not sure it was caused by purewick catheter. Also reconfirmed that wicks were changed out 8 to 12 hours and it was properly removed. It was unknown if the device contributed to the urinary tract infection and medical intervention provided. Per additional information received from the customer contact via phone on (B)(6) 2020, it was reported that the patient received intravenous and oral antibiotics during her stay at the hospital.